Event description:
It was reported that before a laparoscopy-assisted distal gastrectomy procedure, it was found before use on the patient that the jaw had closed when a white cap was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one pear shaped inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Due to the anti backup feature being non-functional, two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator was visible at the 14th firing sequence; thus, it was not completely visible. These findings are not related with the incident reported. The jaws were noted to be in good condition; no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.